Event description:
It was reported that during the initial implant procedure, the set screw of the device was unable to be tightened. After multiple attempts to tighten, the set screw became stripped. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was displaced out of the connector block, and the hex cavity was filled with septum. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.